Event description:
The recipient reportedly experienced device extrusion. The recipient underwent re-positioning surgery. Skin grafts were used to close the site. The recipient has resumed device use against recommendations.

Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. The recipient's implant site is reportedly healing well. The recipient continues consistent device use. The recipient remains implanted. This is the final report.